Event description:
Event description boston scientific, crm received information that the patient with this implantable cardioverter defibrillator (crt-d) device received a shock, and the physician suspected that it was an inappropriate shock due to supraventricular tachycardia (svt). A boston scientific technical services (ts) consultant reviewed the stored episode. Ts stated that the patient received 2 bursts of anti-tachycardia pacing (atp), the first at 81% and the second at 84%. The atp appeared to accelarate the rhythm and the patient subsequently received a shock. The episode lasted for over 10 minutes so it's likely that it did inhibit therapy for a long time, which ts advised may be due to not correlating with the template. No adverse patient effects were reported.